Event description:
During a dhs procedure, the surgeon gave a gentle tap to the mallet and it fell apart. The surgeon used another instrument to complete the procedure. There was no adverse event to the pt.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Synthes (B)(4) was not able to complete the device history records review because the part is approx 8 years old and cannot be found in the archive system.

Manufacturer narrative:
The returned hammer was received in 2 pieces. The handle with shaft and the hammer head. The hammer head has the dowel pin still intact and secured inside the hammer head and the very tip portion of the shaft trapped by the dowel pin. The shear occurred to the shaft at the midpoint of the interface with the dowel pin. The shaft material at the shear point is homogeneous. Several dents and scratches exist on the hammer head. The returned hammer is almost 8 years old and shows noticeable wear from repeated use. The low complaint rate for this complaint issue confirms that the design is adequate for the intended use.